Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, asystole event) has been confirmed. Upon investigation trunk cable connector j701 on the distribution node pca was physically damaged and the belt did not pass essential performance testing. The root cause for the damaged connector could not be positively identified. There were no adverse events associated with the damaged electrode belt.